Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed peeling and scratch issues on the acoustic lens could not be determined, however, the issues are likely the result of physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope displayed blurry and out of focus image. The issue was found during preparation for use in an unknown procedure. Inspection and testing of the returned device found acoustic lens was peeled and chopped. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found ultrasound image inspection failed. Acoustic lens surface appearance check failed. Adhesive on bending section rubber had deterioration and separation on the thread-wound sections. Insertion tube buckles and coating peel-off/buckles on protector insertion section. Insertion tube inspection ¿ shaking(coling). Up/done/right/left angle type. Angle knob operation, angle knob motion direction, bending angle, knob play, bending section return- failed. Water leakage stain inspection (on scope connector/electrical connector) failed. Charged coupled device unit is the position of charged coupled device cable had limited length for repair. Due to peeling of acoustic lens, displayed ultrasound image is defective. Acoustic lens had crack, damage, or deformation of parts. Adhesive on bending rubber has wear. Connecting tube has coating peeling. Connecting tube has a scratch. Connecting tube had appearance defects. Due to the wear of angle wire, bending angle in upward direction does not meet the standard value. Due to the wear of angle wire, bending angle in right direction does not meet the standard value. The universal cord has buckling and scratch. Connecting tube was snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.